Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the patient had an accident (B)(6) 2018. It was not determined to what extend the patient's ins was affected by the accident. The hcp increased dose of oxycodone. Back pain has not been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having an MRI for increasing back pain in the thoracic and lumbar regions, the hcp noted that the patient had an accident "or something like that". No further complications reported.